Event description:
Clinical report states that during the surgery, the pt suffered a fractured calcar.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot code since its release for distribtion. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.